Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 3.0x90mm, 100% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). Following pre-dilation, three non-bsc stents were successfully deployed in the target lesion. As the 3.5x15mm quantum maverick balloon was advanced for post-dilation the shaft broke off 50cm from the proximal hub. The distal shaft section was removed with the guide. The procedure was completed with another 3.5x15mm quantum maverick balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the hypotube separation was 65.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 3.0x90mm, 100% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). Following pre-dilation, three non-bsc stents were successfully deployed in the target lesion. As the 3.5x15mm quantum maverick balloon was advanced for post-dilation the shaft broke off 50cm from the proximal hub. The distal shaft section was removed with the guide. The procedure was completed with another 3.5x15mm quantum maverick balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).